Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were not performed due to usb connector damage. Functional tests were not performed due to usb connector damage. The receiver log was not downloaded for review due to usb connector damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.